Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been rec'd. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported breakage of the distal tip of the option-lok male adapter. An unspecified primary tubing set was being used to deliver an unspecified volume of 0.9% normal saline at an unspecified rate. At an unspecified time, the option-lok male adapter of the secondary tubing set was connected to a blue hub of a y-site on the primary tubing set for a piggyback delivery of 1 gram ancef. The customer contact reported that after the delivery was completed, the tubing set was disconnected from the blue hub of a y-site on the primary tubing set. At this time, it was reported that the tip of the option-lok male adapter of the tubing set broke off inside the blue hub of a y-site of the primary tubing set and 20-40ml of solution leaked. It was reported that the tubing below the y-site was kinked to a stop the leak of solution. The customer contact reported that broken tip was removed from the y-site with a clamp and the primary tubing set remained in clinical use. There were no reports of adverse patient effects and no reported delay in therapy critical to the patient. No medical interventions were required. Though requested, no add'l info was provided.